Event description:
Complainant alleged that during biomed testing, when the paddles were attached to the associated defibrillator a "poor pad contact message was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.